Event description:
It was reported that, during a tka, the pin of the gii a/r fem sizing guide could not fit thru the sizing guide ((B)(4)). A gii quick connect handle could not stay engaged in block ((B)(4)). A gii univ ps femoral impactor broke while engaging ((B)(4)). The ring of the gii patellar reamer shaft was dislodged/came off, not sealed properly ((B)(4)). Instruments inside the patient. The procedure was completed without delay using a s+n back-up devices. Patient was not harmed.

Manufacturer narrative:
The device, used in treatment, was returned for evaluation. A visual inspection of the returned device shows significant wear and usage. A functional evaluation confirms the gold handle slider is pushed down and won¿t release causing the stated failure. A review of complaint history on the listed part revealed no prior complaints for the listed batch with the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of the risk management file revealed this failure mode was previously identified. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Expected wear/tear is likely the probable cause of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaints will be reopened. No further investigation is warranted for these complaints; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.